Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: a520, product type: software. Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative via a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patients ins is turning off on its own and the patient has to go and manually turn it back on. The caller said that the healthcare professional indicated the patient may have some dementia, so it was unclear if the patient was turning the ins off or it was really turning off on its own. The healthcare professional attempted to view usage information but there was no data available. The healthcare professional used their clinic handset as well and there was no data. Technical services confirmed data would not be available to the clinician handset as its stored on the patient handset. The caller reported seeing numbers in the event log screen that were determined to be a time/date change that the patient would have made on the handset. The caller said the healthcare professional is having the patient check the ins every 3-4 days to keep track of what the ins status is. The caller said the patient was seen the week of july 6th and that¿s when the issue was reported to the healthcare professional, so it has likely been occurring for a few weeks. No symptoms were reported.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that per the physician's assistant, the patient sounded like they were just contacted and the device was on, so they didn't think it was turning itself off any longer. The fix this, the pa had the patient check the device every 3-4 days to make sure it was on. With regard to the usage data not being available, they did not know the cause and they were not aware of any steps taken to resolve the issue. The patient had not yet been seen in the office again due to covid19.